Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead presented no capture, sensing issues and high capture thresholds due to it being dislodged. It was also noted that fluoroscopy was performed. This right atrial (ra) lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.